Manufacturer narrative:
However, since there has been a previous report received with the same product where this malfunction resulted in a serious injury it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a machtou plugger separated; the broken piece has been retrieved. No injury resulted.

Manufacturer narrative:
The active part #1 of the returned plugger is actually broken into the second depth groove. No material defect was found during analysis of the rupture pattern. Active part #2 is not damaged. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we recommend to not apply a too high bending force during the use of this instrument.